Event description:
Customer's father called in to report that the insulin pump has a unresponsive key. Blooding glucose reading at the time was 148 mg/dl. Advised customer's father that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump had corroded keypad traces noted. All buttons functioned properly. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.